Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system had right ventricular (rv) lead output set to auto 3.5v for the past three months. Rv thresholds were typically stable around 1v on trend. Upon review of device data, rv threshold testing was performed 32 times within 27 days, which indicated rv loss of capture (loc) was detected once or twice during that period. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had right ventricular (rv) lead output set to auto 3.5v for the past three months. Rv thresholds were typically stable around 1v on trend. Upon review of device data, rv threshold testing was performed 32 times within 27 days, which indicated rv loss of capture (loc) was detected once or twice during that period. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that there were no adverse patient effects were reported. This rv lead remains in service, and no interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.